Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex drvier tip, locking groove (80-0728) was examined visually under magnification. The driver exhibits a complex breakage with multiple fracture surfaces. The overall fracture plane is angled obliquely to the device axis. The event details in combination with examination observations could potentially indicate the device failed in a brittle nature during torsional overload with an off-axis loading/bending component.. Based on the information provided, the exact root cause could not be determined. Related to report 3025141-2025-00125.

Event description:
Elective removal by patient. No reported malfunction with the screw. Report 1 of 2.

Manufacturer narrative:
Device evaluation is pending return of device. A follow up report will be submitted upon completion of the investigation.

Event description:
The surgeon was attempting to explant a micro at3 screw in the scaphoid due to painful hardware complaints by the patient. While attempting to remove, the t7 driver tip broke. The screw was removed via heavy needle drivers.